Manufacturer narrative:
Investigation on-going at manufacturing site.

Event description:
Country of complaint: (B)(6). Retractor wasn't movable intraoperative and had to removed rigid from the patient. Further conversation per nurse: operation time extension probably more than 15 min. No interference for patient.